Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls and calibrations were within acceptable range. The customer had performed precision testing, which was acceptable. The customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the system check failed since the sample probe was not detected. The sample probe cleaner solution was leaking inside the instrument due to the broken tubing coming from the cassette pump assembly. The cse cleaned the area inside the instrument and replaced the broken tubing. The cse decontaminated the water system with microclean, performed sample arm-probe alignment, cleaned cuvettes window and replaced the sample probe cleaner solution. The cse performed related diagnostic testing and ran system check quality controls and patient samples, all of which were acceptable. The cause of the discordant, falsely elevated ca result on one patient sample is unknown. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained for a patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same dimension exl instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely elevated ca result.